Manufacturer narrative:
The pump gave a button error alarm followed by intermittent buttons due to corroded keypad traces. The pump was received with a cracked case at the display window corners, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of keypad anomaly. The customer's blood glucose level at the time of incident was 190mg/dl. The customer states that act, esc, and down buttons are not working. The customer states they received button error alarm, but were able to clear and continue to use the device. The customer states they had been running in the rain with the device on. The customer was advised that the device would have to be replaced, and they would return their device for analysis.